Event description:
It was reported that the patient was having her system explanted the day after the report. The concern was that the leads were eroding through the skin. On (B)(6) 2012 it was reported that the patient's left subcutaneous anchor site was red and would scab and bleed. The system was removed to prevent lead erosion through the skin and to prevent infection. The leads were sent to pathology and the surgical site was swabbed and sent to pathology. The two leads, anchors, and device were removed without difficulty. There was no patient injury. Additional information received on (B)(6) 2012 reported that the system was also removed because it was "not helping alleviate the patient's back pain."

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3777-45, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient product ID 37092, lot# 301190001, implanted: 2011 (B)(6), product type accessory, product ID 355531, lot# n308278, implanted: 2011 (B)(6), product type screening device. (B)(4).

Event description:
Additional information received reported that with the device the patient didn¿t get the results that she was looking for. It was noted that the patient had a least two reprogrammings. The reporter stated that the patient "suffered" from her experience with the device. It was reported that the patient healed up from the explant well.